Manufacturer narrative:
Invacare was made aware of this event occurred in the (B)(6) with an action 4ng wheelchair which was manufacture by invacare (B)(4). Invacare is filing this report because the myon wheelchair made at invacare owned invamex and sold in the us has been determined to be similar in design as the action 4ng. The dealer reported one of the m6 bolts that fastens the castor stem bolt housing assembly onto the side frame of the wheelchair snapped. The front castor assemblies were thrown away by the dealer after repair. Invacare (B)(4) has requested more details concerning the incident. When the requested information is received the investigation will be updated.

Event description:
The dealer reported the front castor assembly collapsed. The patient was ejected from the wheelchair and landed on his stump. As a result of the fall he suffered a fracture of his right femur, just above the knee.